Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was 600 mg/dl. Customer administered a bolus via the pump to address elevated bg, but ultimately went to the emergency room (ER) for the issue. Customer was treated with insulin intravenously, and was released from the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.